Event description:
It was reported that a complete loss of capture was observed. Micro-perforation was found. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification. Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.